Event description:
Device malfunction: failure to deploy thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received that states, "after sheath was changed to starclose sheath, device was inserted through sheath. It was properly snapped to sheath and raised up to begin splitting, but splitting did not work. It was then noticed that a leaflet on the end of star close was kinked and would not advance any further. After several attempts at pulling out system with no success, emergency release button was used and starclose was aborted." Customer report source contacted and the following additional info was received. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment resistance was met and deployment could not be completed. The safety release was used successfully to collapse the locator wings. A dilator was inserted into the access ports and the thumb advancer was proximally retracted which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the user facility risk management will not be returning the device for eval. If the device is received , a follow-up report will be submitted. A review of the device history record for this lot did not produce any findings relevant to the report.